Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The constant close door messages were confirmed and reproduced during the device investigation. This condition was determined to have been caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced constant close door messages. It was also reported there was no pt injury.